Event description:
It was reported that the customer went to urgent care due to a high blood glucose (bg) level of 447mg/dl and moderate ketones. Reportedly, the customer did not have an active continuous glucose monitor session active on the pump to monitor bg levels. Customer drank water and delivered a bolus to address bg level, and had blood work performed while in urgent care. Customer was released the same day with no permanent damage.

Manufacturer narrative:
B5, h6 health effect clinical codes 1776 and 1880- added. B5, h6 health effect clinical codes 1776 and 1880- added.

Event description:
It was reported that the customer went to the urgent care due to a high blood glucose (bg) level of 447 mg/dl, moderate ketones, frequent urination, chest pain, dry mouth, and headaches. Reportedly, the customer did not have an active continuous glucose monitor session active on the pump to monitor bg levels. Customer drank water and delivered a bolus to address the reported issue, and had blood work performed while in urgent care. Customer was released the same day with no permanent damage.